Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 543 mg/dl on their blood glucose meter. The consumer immediately performed an additional four tests using the same meter and strips getting results of 148 mg/dl, 288 mg/dl, 157 mg/dl, 146 mg/dl. The difference in the reading was determined to be clinically significant. The test strips and meter in question will be returned for evaluation.